Manufacturer narrative:
(B)(4) - blurred vision. Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2011. The patient has reported his vision has become blurry again. The lens remains implanted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.